Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a collateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres for approximately 30 seconds. However, during the second inflation at 12 atmospheres for approximately 30 seconds, the balloon ruptured. The device was removed and a 3.0mmx30mmx143cm fg coyote nc mr ( nc quantum apex) balloon catheter was advanced for further dilatation due to severe calcification. However, during the third inflation at 20 atmospheres, the balloon ruptured. The device was removed and the calcified part was dilated with a 3mm balloon, followed by a 5mm non-boston scientific balloon catheter. The procedure was completed with no patient complications reported and the patient is in good condition post procedure.